Event description:
The coil could not be disengaged in aneurysm, tried 3 times, all failed. Then withdrew it and changed to use another one to complete the procedure. Additional information received from the affiliate confirmed that the coil failed to detach in the aneurysm. The entire coil was withdrawn, however, the coil stretched. There was no premature coil detachment that occurred. The procedure was completed with no patient injury reported. The microcatheter used was echelon 10. The cable and dcb were replaced to detach other coils. The catalog and lot# of the dcb and cable were unknown.

Manufacturer narrative:
The 8 mm x 30 cm presidio 18 cerecyte microcoil could not be disengaged in aneurysm. Three attempts were unsuccessful. It was reported that the coil stretched during withdrawal; it did not detach. The device was withdrawn. The coil, unknown detachment control box, unknown connecting cable, and echelon 10 microcatheter were exchanged for other devices to complete the procedure. A continuous flush was maintained through the echelon 10 microcatheter. There was no reported patient injury. The dcb and connecting cable were not returned for analysis and the lot numbers are not known; therefore a device history record review cannot be completed. The returned coil was not stretched as was reported. It was also stated that there was no premature detachment of the coil; however, the coil was returned detached. The coil was returned undamaged and detached inside the introducer sheath. The device positioning unit (dpu) passed electrical testing. The detachment fiber partially melted on one side and extended above the distal tip of the dpu on the other side with a severed appearance on the end. The fact that the detachment fiber was found extending above the distal tip of the dpu is evidence pointing toward a loss of detachment fiber tension before the detachment button was pressed. There was a void located in the distal diameter of the outer sheath in direct alignment with the detachment fiber. This would have allowed the coil's socket ring to travel and partially lodge into this section which would be a further contribution to the detachment fiber losing tension. Melted detachment fiber was found adhering to the proximal end of the coil adjacent to the coil's socket ring. Even without the return of the resheathing tool, it was found that the sheath's locking mechanism was severely damage with the sheath¿s material damaged and stretched away from the surface. This type damage can only occur when becoming embedded inside the v notch of the resheathing tool. This would have produced a binding action between the dpu, sheath, and the coil with the socket ring. This binding action may have further contributed to a loss of tension of the detachment fiber and would explain the void found on the distal diameter of the dpu. Therefore, the evidence strongly suggests that a loss of detachment fiber tension caused the detachment difficulty followed by an unintended detachment of the coil in the introducer sheath during retraction. The partially melted detachment fiber temporarily captured the coil before releasing it during removal. In addition, without the return of the complete detachment system, the microcatheter, and the resheathing tool used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Although a definitive conclusion regarding the reported event cannot be made based on the available information, based on the analysis of the returned device it appears procedural handling related to the unsheathing process may have caused the damage to the detachment fiber resulting in the failure to detach. Based on the report that the coil did not detach form the dpu, it appears that the detached condition of the returned coil was due to post procedural handling. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.